Manufacturer narrative:
Initial.

Event description:
It was reported that the patient contacted support to discuss target changes on the ilet due to episodes of hypoglycemia reported at 40 mg/dl occurring when the patient intentionally did not announce meals; the lack of meal announcements led to hyperglycemic rises reported at 350 mg/dl followed by aggressive algorithmic correction and subsequent low glucose, and the patient treated lows with oral glucose. Symptoms included hypoglycemia and shaking. Outcomes included the need for medication-level intervention in the form of oral glucose. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with relevance to the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.